Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is inoperable. The patient reports she has not recharged the device or received stimulation for the past 9 months. The ipg is unable to communicate with the external devices. The physician would like a CT of the leads to be performed prior to surgical intervention. Surgical intervention may be pending to address this issue.